Event description:
On (B)(6) 2011, the lay user/patient's niece contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high as compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed that the alleged issue occurred approximately 'one week ago' at an unspecified time. She could not recall the exact result obtained on the subject meter but reported it was '120-130 mg/dl' which she claimed was higher than the patient's feelings/usual readings. It is unknown how the patient manages her diabetes. It is also not known what actions the patient took in regards to the inaccuracy concern. The reporter claimed at an unknown date and time after received the alleged high result, the patient "was not breathing correctly, almost passed out, very weak." Also at an unknown time, the emergency medical services (ems) was called and treated the patient; however, the treatment type remains unknown. It is also not known if the patient was tested on another device. At the time of troubleshooting, the cca noted the reporter did not want to answer any questions and did not have any of the subject products with her at the time. The reporter reportedly disconnected prior to completing troubleshooting. It remained unknown if the process for testing was correct and what the meter's unit of measure was. This complaint is being reported because the reporter claims that the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia that required an unknown form of medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Follow up #1. (B)(4) 2011. The reporter called mss back on (B)(4) 2011 and provided some additional information. Serial number of subject meter is (B)(4). The reporter stated the reading the patient obtained on the subject meter prior to going to sleep was "187mg/dl." She does not know when the patient obtained the '125-130mg/dl' reading. The ems arrived at 2am (date unknown) and tested on the ems meter and received '20 or 21mg/dl' and administered IV glucose. The patient was admitted to the hospital for 5 days and the reporter stated that per the patient's healthcare professional, advised that the patient was taking too much insulin. Insulin types and dosages were unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.